Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) reported they were having issues charging their implant and the issue began about a week ago. Pt stated they thought it was the puck or the wire again (ps understood this as their recharger cord). Pt stated it was taking 2 hours for them to charge their implant again and they didn't have a connection. Pt noted the no device found message would display on their controller and they had to reposition the antenna. Pt also noted they were sitting when charging their implant and they weren't moving and the charging quality went from excellent to good then their implant stopped charging. Ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed controller was at 40% and their implant was at 100%. Ps advised pt to continue charging their controller until the green light was solid and the next time they charged their implant. Additional information was received from the patient regarding patient telemetry module (ptm). Pt stated they have taken battery out of ptm, plugged ptm into the wall, but nothing further was done. Pt ptm has been replaced in the past and they still have issues charging, taking up to 2.5 hours. Pt stated they are sick and tired of this ptm and/or puck causing issues either taking too long to charge, or not wanting to charge at all. Messages stating "not connected" "no device found" were seen. Pt stated they have to charge everyday and has been frustrated with the system. The issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.